Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the issue via phone. The tse suggested for the graphical user interface (gui) printed circuit board (pcb) to be replaced to resolve the issue. Upon follow-up, with the customer, it was found that the ventilator had not been repaired due to cost constraints. The customer stated they will call back if further assistance is needed. Covidien was not authorized to service the device. In the event that additional info is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced an erratic display. The ventilator was not being used on a pt at the time a malfunction occurred. The date of the event is unk. No additional info is available at this time.